Event description:
Information was received from a health care provider (hcp) regarding a patient receiving intrathecal hydromorphone via an implantable pump for spinal pain. It was reported that the reason for the call was that the hcp had the patient post magnetic resonance imaging (MRI) and the pump was not turning back on. Technical services reviewed it had only been 50 mins since the patient left the MRI and reviewed considerations to keep checking the pump every 15 mins.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.